Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective/faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. Based on the device evaluation, the reported phenomenon (e315 error) was confirmed, due to (dp) printed circuit board failure. During evaluation, this was an intermittent issue and occurrence of this error continued after days of testing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that the video system center had an e-315 error. The field service engineer found when connecting both scopes (upper/lower) the error e-315 occurred on the monitor showing color bars but no image. The issue was found during preparation for use for a diagnostic upper gastrointestinal endoscopy. The procedure was cancelled and there were no reports of patient harm. This report is being submitted for the malfunction of error e-315.